Event description:
Device 1 of 2. Reference MFR report#: 1627487-2012-12098. It was reported the pt was having heating while charging. Reportedly the pt has only had this issue for the last year, but has been implanted for three years. The pt states she uses the charging pouch, but after 20 minutes of charging the ipg gets uncomfortable warm. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction numbers: 1627487-07262012-002-r, 1627487-07362012-001-c. This ipg serial number was included in a field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.